Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted as the patient had swelling and developed hematoma. Additional information obtained from the field representative indicated that hematoma needed to be drained. No additional adverse patient effects were reported.